Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 4 pockets in auxiliary full height cubie drawer 5 failed. A field service engineer removed the back panel of drawer 5, reseated all cables, and then closed the panel before powering on the station. To test the repair, the failed icon was confirmed to be cleared, and the customer successfully inventoried medications in the drawer, verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not opened and displays "failed to close" when tried to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.